Manufacturer narrative:
The handpiece was rec'd at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece trigger was sticky prior to that start of a surgical procedure. There was no pt involvement. There was no delay or any medical intervention required. There were no adverse consequences reported as a result of this event.